Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor produced a charge profile result. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon receipt the monitor produced a charge profile fault. Charge profile faults indicate that the high voltage capacitors are not charging within the specified time period. The cause of the faults was improper seating of the interconnect pca board. The root cause of the improper seating cannot be positively identified. No adverse event resulted from the faults. The last pt to use this monitor did not report any deficiencies.